Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however, operational context (challenging view and patient movement) likely contributed to the reported event. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that after a successful right eye (od) implantation of the first stent from a trabecular micro bypass stent system, the surgeon inadvertently implanted the second stent posterior in the ciliary body band (cbb). The procedure was completed using a back-up device, with both stents (from back-up device) well implanted in the trabecular meshwork (tm). The report noted "challenging view", and patient movement contributed to the event. Through follow-up, the following information was received. Per report, postoperative visualization of the stents was described as three (3) stents "look excellent", fourth in the ciliary body band (cbb). The report noted surgical skill contributed to the stent malpositioning. There was no report of adverse impact to the patient, the intraocular pressure (iop) is excellent, and both the surgeon and the patient are "very happy. The event is resolved and the patient will continue to be monitored.